Event description:
It was reported a peri device leak occurred. It was reported via facebook that the patient had a watchman device implanted in (B)(6) 2018. At an unknown time post implant a leak greater than 5mm was observed. No further complications were reported. Boston scientific has requested additional information but none is available at this time.